Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir was leaked. The customer¿s blood glucose level was 75 mg/dl. The device will be returned for the analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed a visual inspection using dop114-811doc appendix f; found snap-cap detached from reservoir¿s barrel and found snap-cap and septum attached to transfer guard. Unable to pre-fill.